Manufacturer narrative:
This event occurred in (B)(6). Precision testing was completed with acceptable results. The field service engineer (fse) checked the sample probe, reagent probe and dilution positions. The instrument was operating normally. Calibration signals were slightly lower than expected. Qc results were acceptable. The sample was initially centrifuged for 5 minutes at 1800 g and was re-centrifuged for 15 minutes at 2100 g prior to being repeated. Based on the type of sample tube the customer uses, the centrifugation time of 5 minutes may be too short and the centrifugation time of 15 minutes may be too long. The g force may also be too high. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 801 module. The initial result was >10000 miu/ml. The instrument performed an auto rerun with a 1:100 dilution and the result was 234 miu/ml. This result was reported outside of the laboratory where it was questioned by the clinician as it didn't correspond to the patient's history. The sample was repeated with a result of >10000 miu/ml. The instrument performed an auto rerun with a 1:100 dilution and the result was 62553 miu/ml. The hcg + b reagent lot number was 38589600 with an expiration date of 31-may-2020.